Event description:
A patient reportedly sustained blisters while being scanned in the mr scanner during a hip study. The patient had some type of cream on her arms and complained about her forearms being hot. The customer did not use any padding in between the patient and the magnet. The exam contained 6 series. Pulse sequence and duration used: series 1: fgr 0:20; series 2:se 2:30; series 3: fse-ir 3:00; series 4: se 2:00; series 5: fse 3:30; series 6: se 2:00: total time in the scanner approximately 25 minutes. No sar information was available. This patient was positioned supine and entered the bore feet first. The patient did not inform the technologist of the burning sensation until the scan was complete, and she was being brought out of the scanner. The technologist placed cold compresses on them until the patient left the facility. The patient contacted the user facility a few days later complaining that she had blisters on her arms.

Manufacturer narrative:
The system is designed to comply with iec, including the requirements intended to minimize the likelihood of patient warming. The fe evaluated the system involved in the incident as follows: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Verified the ge supplied equipment was functioning while the patient was scanned. Verified the scanner did not experience a system level error during the patient scan. Surface coils/accessories: (surface coil/ECG checks). Verified the surface coil, the connectivity for damage as well and to check the scanner error log. Verified the ECG functionality. System/image quality: (system level testing to check for system failures). Verified the images were free of irregularities. Verified overall system stability, system signal-to-noise ratio were within specification. Verified the rf power output, quadrature checks and power monitoring functionality were within expected performance limits. Patient monitoring: (patient alarm and rf safety monitor checks). Verified patient alarm system functions to specification. Verified patient intercom. No issues were detected when the tests described above were performed. Engineering concluded the system is performing to specification. The technologist did not use padding between the patient and the magnet and indicated that she was confused as to when padding is required. The ge clinical applications specialist reiterated to the technologist the importance of padding and patient positioning. The system's operator manual provides instructions on padding and proper patient positioning to mitigate this type of occurrence.